Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department and the customer's report was duplicated during testing. Review of the activity logs indicated that the multi-function cable was not properly shorted when the 30 joule self test was performed. The device was recertified and returned to the customer. This report has been attributed to improper use of the device by the end user. Analysis of reports of this type has not identified an increase in trend.